Event description:
It was reported that during routine inspection, it was observed that the motor device was running rough and it did not have enough pounds per square inch (psi). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had been power broken, the locking mechanism was not working properly and was unable to secure the cutter not allowing completion of the pre-test. It was determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position. This was further defined as user error, abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.